Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It as reported that stent dislodgement occurred. A 2.50 x 38 synergy¿ drug eluting stent was selected to treat the lesion. However upon removal of the device from the hoop, the stent dislodged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent had detached from balloon and was returned with the device for analysis. A visual examination of the stent found the stent damaged with struts distorted and stretched almost across its length. The struts at the proximal and distal ends showed minimal damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section, and hypotube shaft found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It as reported that stent dislodgement occurred. A 2.50 x 38 synergy drug eluting stent was selected to treat the lesion. However upon removal of the device from the hoop, the stent dislodged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.